Event description:
Spontaneous. Pt reports pump is currently beeping &giving error message "non-disposable- pump won't run" but pt thinks it is a cassette issue and not the pump. Pt changed cassette and pump stopped beeping, and pt stated pump is running now. Replacement cassettes will be dispensed. Cassette lot number unknown. No information provided. Dosing: treprostinil 65.8ng/kg/min via continuous IV infusion. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; did we [MFR] replace the product? Yes; is the actual product available for investigation? Unk. Did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes; reported to (B)(6) by pt/caregiver.